Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no missing material observed when complaint was reported. Nothing fell into the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a vinci-assisted surgical procedure, the harmonic ace instrument worked correctly at the beginning of the procedure. After 10 mins, the instrument stopped working. Operator tried to reset the device several times with no results. The robot doesn¿t recognize the instrument. Operator decided to finish the procedure without an additional instrument. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Due to broken curved blade self-test and energy delivery test cannot performed. Upon reviewing of the logs, an error was observed confirming the customer reported complaint. Additional unrelated observation(s) not reported by site: the instrument was found to have curved blade broken at the base. A piece measuring approximately 11.0 mm x 2.1 mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.